Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 3/16/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Haptic damage (bent) was also observed, but can be attributed to handling and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed two complaints from this production order number, however the reported issue is unrelated this reported complaint and no product deficiency was identified in those cases. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2020 and (B)(6) 2021. Note: the device was manufactured at the (B)(4) site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zxr00 intraocular lens(iol) was explanted from patient's right eye due to patient experiencing anisometropia after implantation of the lens. The replacement lens used is a same model different diopter, 19.5. This event was observed during post operative examination. No further information available.